Event description:
It was reported by the customer the surgeon was deploying the clip and everything went smoothly. A post-biopsy image was taken and the customer stated it looked like a "bullet" in the breast. It was confirmed then that the sleeve was missing and was left in the pt. Pt was made aware of this. Customer took a better look at the device and stated it looks like the metal wire stops short of the plastic. Facility and surgeon has been using the device for a long time. There was no consequence to the pt.